Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited high pacing impedance measurements and intermittent loss of capture. Patient status was not provided.